Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/14/2016 with the following findings: the black box and alarm history showed multiple cs 087 call service alarms. The cs 069 failure is defined as a language file corruption while retrieving the language text. The cs 069 failure is written as cs 087 failure in the black box. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the cs 069 call service alarm complaint was not duplicated. The pump¿s cover was removed and there was moisture corrosion found to the cgm module and the force sensor (fs) plate. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. Also unrelated to the initial complaint, it was observed that the bolus button cover was damaged but the bolus button was still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.